Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient was having a problem they could not breath and poop, this issue started happening about a week and a half ago and they spent the whole day in the ER on friday, but there was "nothing they could find out." Caller said patient's ins had been set at 2.2, they spoke to the manufacturer representative (rep) yesterday who helped them adjust it to 5.3. The patient was able to go, they were able to breath but now, after the patient got up this morning they are having the same problem, they can't breath or poop they are nervous and anxious, they can't get situated, their head is all messed up, so today the caller readjusted to what it was yesterday but it is still not resolving. Agent reviewed the option to turn stim down or off until they have the chance to talk to the doctor about what the next steps should be. During the call, caller synched the equipment to the ins and said patient is on program 2 at 0.5. Caller said they were at the patient's primary care doctor and they were about to walk in right now. Redirected to the healthcare provider (hcp) and reviewed hcp can call tech support. Caller stated patient came to facility reporting jitteriness, palpitations, nervousness, inability to concentrate, epigastric pain and lower right leg pain that feels like an electric shock and patient believed symptoms were related to device. Caller stated patient had a fall about a month ago. Caller stated ins has been turned off at this point. Tss transferred caller to nas to page rep.